Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company iii (c) cartridge was returned. Inadequate viscoelastic is observed in the cartridge. The tip has heavy stress. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A photo was provided of the lens in the eye. Based on the photo, the lens in the eye is not an alcon iol. The lens has a wide ridge, which is not a part of the company iol lens design. A possible mark is observed on the right side. No determination can be made from the photo. Company product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Information was provided that the lens was a non-company iol. The root cause for the reported lens damage appears to be related to a failure to follow the dfu. A non-alcon lens was used in the company iii (c) cartridge. Per the dfu: the company iii iol delivery system is for implantation of company qualified company foldable iols. No unqualified lenses should be used with the company iii iol delivery system. The used company iii (d) cartridge was returned, no issues were found. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A healthcare provider reported that during an intraocular lens (iol) implant procedure, a lens had a scratch from the cartridge. There was patient contact but no patient harm. The surgery was completed the same day. Additional information has been requested.